Event description:
Caller reported a minimum fill notification and attempted to load a new cartridge into the pump. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to clean the pneumatic tap area and guided them through correct cartridge loading techniques. Loading a new cartridge resolved the issue, enabling the caller to successfully resume the use of the pump.